Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, there was a mismatch between instructions for use and product inside the packaging. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.